Event description:
A customer contacted baxter to report that the patient connector was unexpectedly separated from the (titanium) catheter adapter. The set had been used for 1 day. The catheter adapter had been used for 1 day. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). One used set was received with original cap on spike and no cap on patient connector in reference to connection issue. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The set was functionally hand tightened a lab titanium adapter without difficulty and pressure tested underwater with no leak noted. The lab drain port was connected to the spike and no issues noted. During visual inspection no abnormalities were noted. The complaint could neither be confirmed nor duplicated in the lab. A root cause of the complaint could not be determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The sample has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed should any significant supplemental information become available